Event description:
Initial hcg result 9.15 miu/ml. Same sample diluted gave result of 40.52 miu/ml. Same sample tested again twice, without dilution, and gave result of <0.500 miu/ml each time. The initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.